Event description:
The manufacturer received information alleging the system leak test had failed device during preventative maintenance on a trilogy evo o2. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was manufacturer service technician evaluated the devices oxygen blending module (obm) assembly had caused the system leak test step to fail on the device. In conclusion, the device's obm assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.